Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Small traces of char and tissue material were observed on the jaws. The silicone coating on both the hot jaw and cold jaw were intact and showed no peeling, cracks or detachment. The metal wire on the hot jaw was bent at the center but remained attached at the tip and at the base. The shaft was seen bent at the center. Based on the condition of the device as found, the reported failure mode "peeled jaw" was not confirmed. But the analyzed failure modes "bent wire" and "bent shaft " were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone on the jaws delaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone on the jaws delaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.